Manufacturer narrative:
No sample or lot number information is available. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A journal article presented that in conjunction with the use of polyglycolic acid sutures during surgery, six out of twenty patients experienced adverse suture reactions to include episcleritis at the suture site, sever irritation as reported by the pt and, in two patients, hypotony one-day postoperatively. Additional information was requested and received from one author who clarified that no additional specific pt information would be available. However, the author confirmed with that the published article did not attribute the hypotony effects to the suture material itself, nor to its MFR.